Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient reused a minicap which resulted in peritonitis. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, 3 days, once), amikacin injection (125, once daily), and ceftriaxone sodium (xone) injection (250mg, each bag). Pd therapy was ongoing. At the time of this report, patient outcome was unknown. No additional information is available.